Event description:
The customer stated that she was treated by paramedics for a blood glucose reading of 29 mg/dl. Troubleshooting was performed. The insulin pump was reading the reservoir volume correctly. The displacement test passed. The customer stated that she has been exercising more and has been experiencing hypoglycemia more often as a result. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.